Manufacturer narrative:
The exact "date of event" was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's care giver alleges that when the consumer was getting out of her chair she allegedly cut her left leg that resulted in a hospital stay.

Manufacturer narrative:
A field service technician evaluated the device. Removed leg brackets and made some comfort adjustments. The device is working properly.

Event description:
Consumer's care giver alleges that when the consumer was getting out of her chair she allegedly cut her left leg that resulted in a hospital stay.